Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 65 alarms or frozen display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarm for rf processor failed self test. Customer¿s blood glucose was unknown at time of incident. Customer states that self test was failed and pump was frozen due to the pump error. Customer advised to discontinue use of the pump and revert to their back up plan as per hcp instructions. Insulin pump will be return for analysis.